Manufacturer narrative:
The four episodes of peritonitis events were reported to have occurred on unreported dates in 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced four episodes of peritoneal dialysis inflammation. The causes and treatments were not reported. It was not reported if the patient was hospitalized for the events, however during the fourth episode, the patient was hospitalized for the event and was receiving unspecified treatment in the hospital. No further information was reported for the three previous episodes. At the time of this report, the patient remained hospitalized and has not recovered from the latest episode. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.